Event description:
2023-04-14 (awareness date): integrum received an axor ii, unit i7724, with a report form stating that the prosthesis has fallen off several times. The reported date of experience is october 2022, however integrum was not informed prior to receiving the unit. No fall or injury reported. Manufacturing investigation performed; batch documentation reviewed ((B)(4)), no deviations were found. 2023-05-16: technical investigation performed. During technical investigation, the unit passed the functional test in regards to gripping function, the failure could not be replicated, however the clamps were showing signs of wear. The clamps were replaced and a standard service was performed. The unit will be returned to the customer with a feedback report highlighting the importance of donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.

Event description:
2023-04-14: integrum received an axor ii, unit i7724, with a report form stating that the prosthesis has fallen off several times. The reported date of experience is october 2022, however integrum was not informed prior to receiving the unit. No fall or injury reported. Manufacturing investigation performed; batch documentation reviewed (docreg 012 221-00), no deviations were found. Technical investigation to be performed.